Event description:
It was reported that multiple spectrum pumps had system error 341 (positional interrupt error) during therapy (medication, dose, programmed amount and delivery rate unknown). Nurses had to turn pumps off and on and reprogram the infusion. This occurred in the cancer clinic infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.